Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This report is being filed because the deployed clip detached from one mitral valve leaflet but remained attached to the other mitral valve leaflet. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 3-4 with prolapsed posterior leaflet 3 (p3) and partially prolapsed posterior leaflet 2 (p2). One mitraclip was implanted was implanted at the p3 segment, reducing the mr to 1+. To treat a lateral jet, a second mitraclip (cds 51117u131) grasped the lateral leaflets. The mr was trace. Deployment was performed per instructions for use, removing the delivery system from the clip without issue. While removing the gripper line without difficulty, clip movement was noted. A single leaflet device attachment (slda) was suspected. The gripper line was then removed slowly. Post deployment, it was confirmed that the clip had detached from the anterior segment and remains firmly attached to the posterior segment (single leaflet device attachment/slda). The mr remained at trace. There were no adverse patient effects and there was no clinically significant procedural delay.there was no additional information provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. All available information was investigated and a definitive cause for the reported single leaflet device attachment (slda) in this incident could not be determined. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing, or labeling of the device.